Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with a blood glucose of 67 mg/dl and treated the low with oral glucose tablets consistent with 15 g of fast-acting carbohydrate, after which glucose rose to 118 mg/dl and the user proceeded with a normal meal; troubleshooting and education on hypoglycemia treatment were provided, and no device alerts or alarms were reported. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low glucose for about 30 minutes with resolution using oral glucose and no medical intervention or hospitalization. Investigation included review of use patterns and user-reported event details with troubleshooting and education. Investigation of this case revealed no device malfunction, with the event consistent with hypoglycemia of unclear cause while using the system. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.